Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and replaced the o2 (oxygen) cell. Post (power on self test) and est extended systems test was performed and passed. O2 blending accuracy verification, o2 inlet verification and compressor check test were completed. The unit is functioning properly at this time with no o2 errors. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that oxygen measurement error occurred on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.